Event description:
During a percutaneous transluminal angioplasty below the knee, the balloon was reported to have ruptured. The vessel was described as having moderate calcification, mild tortuosity and 70% stenosis. The product was prepared and clinically used as per the instruction for use (IFU). A guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was advanced over the guidewire through the sheath introducer and to the lesion. The balloon was inflated using an indeflator, however, the balloon ruptured below four atmospheres. It was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure. This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.